Event description:
It was reported that the save to disk data showed svc impedance trending upward along with oversensing detected. Some of the oversensing coincide with teeth brushing movement. Additional information received on the event reports oversensing reproducible with arm movement done during followup. Clavicular lead fracture reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.